Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that they had seen a poor communication screen on the patient programmer and they were unable to communicate with their recharger. The patient confirmed stimulation had stop and the last successful charge session was "about a month" prior to the report. Additional information received indicated that the patient was in the progress of making an appointment with their healthcare provider and they did not have a date as of yet. Additional information received from the manufacturer representative (rep) on may-26-2016 alleged an overdischarge. The patient told the rep it was 2 months prior but according to the recharger stats it was (B)(6) 2015. They attempted 1 physician mode recharge (pmr) and still had no communication. It was also reported that the battery seemed tilted when she palpated. It was discussed with the rep that it would take more than one pmr if the ins was flipped and the pmr would not do anything. It was noted that the rep was going to try another pmr.

Manufacturer narrative:
Correction: (B)(4) also applied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.